Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reported that the patient faced kinked cannula event with the infusion set which led patient's blood glucose to exceed 500 mg/dl. Specific blood glucose value at time of event is unknown. The kinked cannula caused the blockage at the site of insertion which was reported to be upper buttocks. Symptoms were noticed within three hours of inserting the infusion set. Patient was treated with a correction injection via mdi. Patient also replaced the infusion set. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.